Manufacturer narrative:
Device was explanted in 2019, sometime after (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient came in for a yearly battery check and programming. Patient explained she had turned off device since being shocked during driving her vehicle, two times. During the shock, she was barely able to use her right leg to break her car and was scared to have implant on afterwards. Event occurred a year and a half ago, she never contacted the implanting doctor. She also told the rep that she wanted the implant removed and that her symptoms have returned. On (B)(6) 2019 the hcp (healthcare professional) via the rep clarified that the patient¿s use of their right leg had been fully restored, that the sensation was only for a few seconds. Explant has not been scheduled yet, and when device is explanted it will be sent in for analysis. No further complications were reported or are anticipated.